Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was prescribed a one time dose of keflex. On (B)(6) 2018, the stoma was swollen, red, warm and draining and the physician prescribed keflex 500mg bid. On (B)(6) 2018, the patient went to the emergency room since the stoma site had not improved and was given one dose of intravenous vancomycin and sent home with oral augmentin bid for an unknown duration. On an unknown date, the patient was improving but continued to have drainage.